Event description:
It was reported that diagnostic imaging was performed as preparation prior to a device replacement due to normal elective replacement indicator (eri). Externalized conductors were observed on the right ventricle (rv) lead via x-ray. No intervention was performed and the rv lead remains implanted. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott medical for analysis.